Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue of catheter broke/ separated after placement was not confirmed upon inspection of the photo. Bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd arterial cannula 20g/45mm catheter broke after placement no blood return was observed during needle insertion; upon removal, the front end of the tubing had split.